Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), batch: 4444505.

Event description:
Related manufacturer report number: 1627487-2024-00383. It was reported that the patient's ipg had reached end of life, and it is unknown when the patient lost therapy. It was also reported that the patient had a lead with high impedances that was preventing an MRI. The investigation did not determine which lead attributed to the issue. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.